Manufacturer narrative:
Reporter's full name, complete address and email address were not provided. Reporters phone number: (B)(6). The actual device was returned for evaluation. During repair, it was determined that the device had worn bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device was making an abnormal noise and was vibrating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.